Event description:
It was reported to philips the device did not work. The customer provided additional information stating there was a broken pin in the paddles connector on the device from the paddle set causing the issue. There was no patient involvement.